Manufacturer narrative:
Integra lifesciences engineers have completed a thorough investigation of the osv ii valve and the results were as follows: the unit was received with numerous blood spots. Patency testing by air/water aspiration revealed no anomaly. The valve was then tested for pressure/flow characteristics and were found out of specifications. The valve was tested for reverse flow and no reverse flow was detected. The valve modulus was removed from its silicone elastomer housing and further microscopic exam revealed a black fiber between the diaphragm and the plug, impairing the valve function. Pressure/ flow characteristics of this valve serial # (B)(4) lot# 0157156 were tested within specification at time of MFR as shown on the device history records. The info stating "the shunt was sending the csf in the wrong way" is not verified by the testing of the reverse flow. The returned valve is not within specifications because of a fiber impairing the valves' mechanism. The investigation could not determine the origin of the fiber, likely introduced during the implantation procedure. The instructions for use recommended to aspirate 2 or 3 ml of csf from the ventricular catheter to eliminate possible debris or blood from the csf. Integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
An osv ii was involved in an accident and described as follows: the customer claims that the shunt was sending the cerebrospinal fluid (csf) in the wrong way, instead of the fluid flowing away from ventricles it was working in the opposite direction. Conclusion: no drain of csf=no effect. The problem resulted in 0.5 hr extra operation time.